Event description:
Reportedly, pt expired after an implant date of 2007 due to unk reasons. Date of pt's death and implant duration is unk, therefore, the aware date is used as the incident date.

Manufacturer narrative:
Device not returned.